Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was dead and there were no lights on the drawer. A field service engineer replaced all controller boards in the drawer to resolve the issue and configured the drawer in application. The customer tested the drawer and all tests were passed. The system functioned as intended after the field service engineer repaired the device.